Event description:
Medtronic received information that during the implant of this 34 mm transcatheter bioprosthetic valve, into a patient with a horizontal aorta and heavy calcium, a pre-implant dilatation was performed with a 20/22 mm balloon. As the valve was being released into position, it appeared to twist as the final paddle was released. This resulted in the valve¿s position being lower than intended. Subsequently, a smaller, 29mm valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.